Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. The distal tip of the introducer sheath was slightly flared, which typically indicates retraction issues. The device was returned in one piece as the inner lumen remained intact. The balloon was separated into two segments and the distal portion of the balloon was bunched up and prolapsed over the distal tip, likely indicating retraction difficulty. The separation of the balloon into two segments likely indicates that the balloon ruptured circumferentially. The distal portion of the balloon could not be measured due to the bunching. Functional/performance evaluation: an attempt was made to retract the balloon from the sheath; however, this was unsuccessful as the bunched distal portion of the balloon prevented this. No further functional testing could be performed due to the condition in which the sample was returned. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned within a 8fr introducer sheath. Based on the condition in which the sample was returned, the investigation is confirmed for sheath retraction issues (prolapsed balloon material over the distal tip and introducer sheath tip was flared). The investigation is confirmed for a circumferential balloon rupture based on the condition in which the sample was returned (balloon was sheared in half). It is likely that the reported balloon rupture contributed to the retraction issues. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the current IFU (instructions for use) states: warnings:when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon ruptured circumferentially during the initial inflation in the cephalic arch. The health care provider reported the device was retracted in its entirety with the balloon material still attached to the shaft, with difficulty, through the sheath. The hcp further reported another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.